Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 30, and their blood glucose level was high, although the specific value was not known. To address the high glucose level, the customer administered a corrective injection using multiple daily injections (mdi). There was no need for third-party assistance. Technical support resolved the issue by sending out a replacement pump and provided instructions for returning the problematic pump. Customer was advised on how to use a backup therapy and necessary steps for handling the new pump upon arrival.